Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of b30 error was not confirmed. A worn-out video connector latch causing poor connection was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera elite video system center display a b30 error. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of b30 error was not confirmed. A worn-out video connector latch causing poor connection was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera elite video system center display a b30 error. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.